Event description:
The following was reported by the field sales associate: on (B)(6) 2024, during a procedure a gore® viabahn® endoprosthesis with propaten bioactive surface (vsx device) was used to exclude aneurysm at subclavian. Torturous anatomy, successful primary implantation, but they noticed a stenosis in the middle of vsx device. They used 9mm postdilatation balloon at the middle and proximal end of vsx device. At the final picture, they noticed a abnormal stent structure of vsx device at the middle of the stent. The patient tolerated the procedure.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H3: code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6 codes: updated to reflect investigation findings, device problem code and type of investigation. Product history review: the manufacturing records were reviewed and documented in the product history task. The device lot met all pre-release specifications. The primary complaint of incomplete vsx device endoprosthesis expansion with observation of an abnormal stent structure was confirmed by evaluation of a clinical image provided in association with the complaint. Imaging evaluation noted that the vsx device endoprosthesis in the image is less expanded at one end relative to the other and an abnormal stent structure is apparent at the location where the expansion of the endoprosthesis is interrupted. The abnormal stent structure cannot be identified based on the single non-manipulable image provided. The information provided suggests that the reported incomplete expansion of the vsx device may have been related to vessel stenosis, but this could not be confirmed with the evidence available. The root cause of the incomplete vsx device expansion and abnormal stent structure could not be established with the information available, including evaluation of the clinical image provided.

Event description:
On (B)(6) 2024, during a procedure a gore® viabahn® endoprosthesis with propaten bioactive surface (vsx device) was used to treat a subclavian aneurysm and stenosis. Torturous anatomy, successful primary implantation (close to vertebralis branch), but they noticed a stenosis in the middle of vsx device. They used 9 mm postdilatation balloon at the middle and proximal end of vsx device. At the final picture, they noticed an abnormal stent structure of vsx device at the middle of the stent. The patient tolerated the procedure.

Manufacturer narrative:
B5: event summary updated. H1: type of reportable event corrected to malfunction. H2: follow up type.